Manufacturer narrative:
Date of occurrence (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black/dark colored particles were observed in a vial-mate reconstitution device which appeared to be pieces of the rubber stopper from the vial. This was identified after reconstitution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was leaking at the site of connection between the vial-mate adapter and the IV bag and at the connection between the vial and the vial connector. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.